Manufacturer narrative:
D6b: date of implant and explant corrected. Visual, dimensional, material and functional analysis could not be performed as the device was not returned.   Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. After review of x-ray and correspondence with rep, the most likely root cause was determined to be delayed healing, patient did not fuse. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Another possible root cause may be not using the drill guides. Drill guides help prevent over angulation of screw placement, which helps prevent excessive stress applied to construct. H3 other text : status and location of the device is unknown.

Event description:
It was reported that an ozark variable screw fractured at c7 approximately 6 months post-operatively. Fusion was not achieved. Revision surgery has not been scheduled or performed at this time.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an ozark variable screw fractured at c7 approximately 6 months post-operatively. Fusion was not achieved. Revision surgery has not been scheduled or performed at this time.